Event description:
Affiliate reported that csf leakage was noted around the valve. As a result the device was revised and during the revision it was reported that the silicone housing was broken.

Manufacturer narrative:
Upon completion of the investigation it was noted that there was a split in the silicone housing. It cannot be confirmed when the split occurred. The valve could not be irrigated, or pressure tested due to the damage done to the silicone housing. It is not possible to confirm the leakage, due to the damage done to the silicone housing. During the manufacturing process, every valve is leak tested before release. A review of the history device records confirmed the valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
On (B)(6) 2012, the device was implanted via l-p shunt at 130mmh2o. On (B)(6), csf leakage was noted around the valve. On (B)(6), the silicone housing breakage was noted during revision surgery. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.